Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 691mg/dl at the time of the incident. The customer reported that the customer had an emergency previously and the transmitter were dispose after having a high blood glucose and was taken to the emergency room that weekend .the customer reported that she had a heart attack and the doctors at the hospital took the pump and transmitter off. Troubleshooting for high blood glucose could not be done. The insulin pump will not be returned for analysis.